Event description:
On april 6, 1999 nellcor puritan bennett received info regarding a pt that reportedly expired while being monitored by a spacelabs monitor and a nellcor oxicliq-a sensor. According to the hospital, the spacelabs monitor did not alarm when the pt expired. A biomed at the hospital has expressed his belief that the sensor was "defective."